Event description:
A caller reported experiencing cgm error 42 multiple times with their pump, although they had not reset the pump for this error in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming that it was still under warranty. The customer planned to continue using the current pump as a backup therapy. Technical support provided instructions on how to put the pump in storage mode for return and confirmed shipment details, with the customer acknowledging the need to return the faulty pump within 10 days using a prepaid label.